Event description:
It was reported that during a rotational atherectomy procedure a burr detachment occurred. Access was obtained via the right brachial artery. The 85% stenosed, de novo target lesion was located in the mildly tortuous and moderately calcified unprotected left main (lm) with a bend of 90 degrees or greater. The lesion was predilated and then the physician attempted to treat the lesion; however, while using the 1.50 mm rotalink burr, the burr ¿broke off¿. The physician was able to use another burr successfully. No patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
Age at time of event: patient is 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that during a rotational atherectomy procedure a burr detachment occurred. Access was obtained via the right brachial artery. The 85% stenosed, de novo target lesion was located in the mildly tortuous and moderately calcified unprotected left main (lm) with a bend of 90 degrees or greater. The lesion was predilated and then the physician attempted to treat the lesion; however, while using the 1.50mm rotalink burr, the burr ¿broke off¿. The physician was able to use another burr successfully. No patient complications were reported and the patient¿s current condition is stable.

Manufacturer narrative:
Batch/lot/serial # corrected from 16052825 to 15920874. Device expiration date corrected from 03/31/2015 to 02/28/2015. Device manufactured date corrected from 04/30/2013 to 03/05/2013. Device evaluated by MFR: the device was received for analysis. It was noted that the burr of the catheter unit was not detached from the catheter. It was noted that the coil near the catheter housing was kinked. A connect/disconnect test & tug test were carried out and no issues were noted with the unit's handshake connectors. An attempt was made to guidewire the returned unit. Resistance was met near the catheter housing due to the kink in the coil. The burr was microscopically examined and no issues were noted with the annulus of the burr. A scratch test was performed to confirm if the returned burrs cutting action was acceptable which confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).